Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical error alarm. The customer stated that insulin pump had an open book image on screen. Insulin pump had multiple insulin pump error alarms after open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly. Unable to verify pump error 4/49/23/68 alarms due to critical pump error (open book image) alarm.